Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was giving an error 91 (heater test ¿ element 1 failure) during calibration. Mss discussed that this was indicating a failed heating element. Per follow up information received via email on 28jun2022, there was no patient involvement as it was found during calibration. The biomed would order heater and replace onsite.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to faulty heater. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Therefore, a device history record review was not required. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Therefore, a labeling review was not required. The device was not returned

Event description:
It was reported that the arctic sun device was giving an error 91 (heater test ¿ element 1 failure) during calibration. Mss discussed that this was indicating a failed heating element. Per follow up information received via email on 28jun2022, there was no patient involvement as it was found during calibration. The biomed would order heater and replace onsite.